Event description:
The reporter stated that the consumer was using the blunt fill needle to fill lab sample tubes with blood. When finished, they needed to re-cap the needle, as the sharps bin was not within reach. While pushing the cap on, the blunt needle penetrated the cap and punctured the finger. Excessive force was not used. The point of penetration was approximately half way up the cap. Additional info received via email, the reporter stated that it was confirmed that it was a contaminated needle due to injecting the pt's blood into a tube. After the needle stick the area was cleansed as per protocol. And bleeding was controlled. The clinician did receive a tetanus shot and labs were collected. The source pt was also tested and considered low risk.

Manufacturer narrative:
No sample was received for eval. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.